Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2013 - litigation and pfs with medical records received. Part/lot was provided. It is alleged that the patient suffered from dislocation infection, and loosening; however, medical records indicate the reason for revision was instability. Therefore, not all products will be reported at this time. Revision operative notes also mention that the cup was "vertical and in a neutral position." The unknown device has been updated to a cup. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers pain, lack of mobility, metallosis, and loosening.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the 3172358 lot code did not reveal any related manufacturing deviations or anomalies. A previous review of the device history records for the 3196231 lot code did not find any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.10 additional narrative: